Event description:
Dealer advised joystick will not turn off and horn is not working from order (B)(4). Dealer advised recall joystick. Dealer advised enduser advised when go over a bump chair cuts off and pushes him forward. Dealer advised no injury, (B)(4).